Manufacturer narrative:
There was no patient involvement. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the damage was done during sterilization processing. There was no patient harm as there was no patient involvement.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the depth gauge was received with the distal portion of the needle broken off (the broken stem is approximately 77mm in length). Although the damage appears to be the result of excessive weight being placed onto the needle during sterile processing, the root cause cannot be definitively determined as the specific conditions at the time of the damage are unknown. The balance of the device is in fair condition with minimum signs of wear and tear. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A service and repair investigation (s&r), DHR review, a drawing review and occurrence rate review was done as a part of this investigation. A review of the current design drawing / manufactured revision for the top level assembly and the needle component was performed. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component is extra hard 316ss, which is an appropriate material for an instrument component of this type. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Although the exact cause cannot be determined, the most probable root cause for this complaint is excessive force exerted on the depth gauge by placing / dropping heavy instruments on top of the device during the sterilization process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. A service history record review was attempted for the subject device but could not be performed because the subject device is a lot/batch controlled item. The service history review is unconfirmed. A device history record review was completed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The manufacturing date of the subject device lot is aug 20, 2002. A service and repair evaluation was performed for the subject device. The customer reported the needle broke off. The repair technician reported ¿tip broken¿ as the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The evaluation was confirmed. The subject device will be forwarded to synthes customer quality for additional investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the needle of depth gauge for 2.0mm and 2.4mm screws is broken off. This device was given to the hospital senior buyer from the facility sterile processing department and it is unknown when the device broke or if there was patient and/or surgical involvement. This report is 1 of 1 for (B)(4).